Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Analysis was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump stopped working and had blank display. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to water and had fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.